Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. There were no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Batch # p5755x. Device evaluation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 33 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.